Manufacturer narrative:
One used smallbore ext set w/microclave and one used microclave were returned for evaluation. The blue housing on the microclave of the smallbore ext set was separated from the internal spike. The blue housing had a crack. A small white discoloration spot was observed on the crack. The reported complaint of the crack and separation can be confirmed. The probable cause is due to a molding error. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The blue cap of a 61" (155 cm) appx 1.0 ml, smallbore ext set w/microclave¿, clamp, luer lock was reportedly cracked. The nurse started cefepime antibiotic using med tubing for an unspecified syringe pump, and upon attempting a saline flush (after antibiotic infused), the blue cap was observed to cracked and the inner piece was coming apart. There was no patient harm.